Event description:
In this event it has been reported that start-x tip ems insert 3 broke. No injury occurred.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation.

Manufacturer narrative:
The investigation results for this complaint are; the returned start-x tip ems insert 3 is actually broken in the active part. No material defect was found during analysis of the rupture pattern. No unused device is available for evaluation. The batch number is unknown, DHR cannot be reviewed. We cannot rule on the compliance of the power settings selected by the customer compared to the ones recommended by maillefer which are exclusively given for ems generators. Root causes are not identified. We will track this kind of event and monitor the trend.